Event description:
Related manufacturer report number: 2017865-2024-35024. It was reported that the patient experienced bradycardia when positioned in a right lateral position during a follow up in clinic. It was noted that no p waves were sensed, high capture thresholds were observed on the right atrial (ra) lead and no ventricular capture was present on the right ventricular (rv) lead. Imaging confirmed dislodgement on the ra and rv lead. Programming changes were made to increase output. A revision to reposition the ra and rv 01 mar 2024 was completed. The ra and rv lead were successfully repositioned. The patient tolerated the procedure well. A follow up the next day revealed normal device function. The patient remained in stable condition throughout.